Event description:
The facility reported a flogard infusion pump with a broken latch door. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with "latch door broken" was confirmed. Service found that the door latch was broken. However, the cause was not identified. The door latch assembly was replaced onsite at the facility by a baxter field service technician to resolve the issue.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.